Manufacturer narrative:
(B)(4). Batch #n90873. Additional information was requested and the following was obtained: when the jaws became stuck, did the jaws close: no information. When the jaws became stuck, did the jaws open: no information. If the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers: no information. If no, was the device on a vessel/artery when it would not open: no information. If yes, how was the device removed (i.e. Cut off, forced opened): no information. If cut off, did this cause a change in the plan of care for the patient: no information. Did the removal cause any damage to the vessel/artery: no information. If yes, what is the damage and how was the damage repaired: no information. Did the surgeon continue the case with this same device: no. Another device was used to continue the device was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. Upon visual inspection under magnification, no damage was found in the iblade as was reported. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the jaws became stuck. When the jaws were checked, it was found the I-blade was detached from the jaws. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.